Event description:
It was reported that the device was in back-up vvi mode. Two attempts to perform a download were unsuccessful. The battery status indicated that the device had gone to eri after it was in back-up mode.